Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the left wheel lock fell off and the end user doesn't know how it came off.